Event description:
It was reported the balloon would not deflate completely. The balloon was removed through the 6f sheath and stuck in the sheath. The balloon and sheath were removed as one unit. Another sheath and balloon was used to complete the procedure successfully. There was no pt injury reported.

Manufacturer narrative:
The device history record could not be reviewed as the lot number is unk. Upon inspection of the returned sample, 1.75 cm of the distal tip of the catheter was protruding out the distal end of the introducer as received. The distal end of the balloon appeared bulbous. The shaft of the catheter was kinked just distal of the strain relief. The refolding tool was still intact on the balloon shaft. Patency of the returned catheter was checked using an in-house. .035 inch guidewire. Some resistance was met at the kink, but with some force, full patency of the catheter was obtained. Immersed the balloon catheter into a warm water bath. Attempted to deflate the balloon, as it was received bulbous, to remove any remaining air. Pushed the introducer proximally onto the shaft of the catheter. Inflated the balloon with water to 27 atm rbp. Held inflation for approximately 30 seconds, with no problems, and then deflated the balloon. Reinflated balloon to 12 atm, then deflated again. Deflation time was within specification. Removal of the catheter from the introducer was done easily. Refolded the balloon using the refolding tool. Was able to easily reinsert the balloon into the introducer. Inflated the balloon to 27 atm rbp, deflated the balloon and was able to again easily remove from the introducer. The result of the investigation was unconfirmed for difficult to deflate as the problem could not be reproduced. It is unk if procedural issues contributed to this event.